Event description:
It was reported a patient experienced peritonitis. On an unknown date, the patient had a break in aseptic technique, which was further described as a touch contamination from diarrhea and constipation. On the same day, the patient was hospitalized for diarrhea and narcotic induced stoppage of the bowels, where the patient was diagnosed with peritonitis. The treatment for peritonitis included vancomycin intraperitoneally (ip) (1.5 grams every three days for three weeks). Five days later, the patient was released from the hospital. On an unreported date, the patient was retrained for pd therapy. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.